Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Upon reviewing the pump data, tandem's technical support noted that the customer received a cartridge alarm 19 during the load process. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue to use the pump for continued insulin therapy.